Manufacturer narrative:
This is report two of two.    UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted when additional information becomes available.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the native aortic position via 26mm commander delivery system and 14f esheath from the left tf approach , the commander balloon burst during valve deployment.  The valve was deployed well.  Bav was not used. There was no extra volume added to the balloon prior to the inflation. 23ml nominal volume was used for inflation and medium inflation technique was used. After the rupture, the commander was pulled back into the esheath and both devices were removed as a unit.  However, the devices became ¿stuck¿ and required a cut-down.  During the cut-down one of the operators pulled the device out prematurely causing a femoral artery injury.   The vascular injury was repaired, and the patient was transferred to recovery in stable condition.  Based on the pictures provided, it appears that there was linear delamination of the  914esa esheath.

Manufacturer narrative:
This complaint was initially reported based on an image provided by the customer. The device was returned for evaluation and the sheath appeared intact with no delamination. There were no other defects noted on the esheath. Based on the information provide, this event does not meet the definition of a complaint. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. Additionally, the information received does not reasonably suggest the use, misuse, or malfunction of an edwards device caused or contributed to a patient or user injury, deterioration in state of health, or death.